Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. The other xience skypoint stent system referenced in b5 is filed under a separate medwatch report number.na

Event description:
It was reported that the procedure was to treat a mildly calcified, mildly tortuous, proximal left circumflex artery (plcx). A 3.25x23mm xience skypoint drug eluting stent (des) and a 3.0x23mm xience skypoint des were advanced at the same time inside the guiding catheter; however, the devices became stuck. Both des were removed, and the procedure was completed using a non-abbott device. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.